Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to positive blood cultures and apparent vegetation noted on the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429678, lead, implanted: (B)(6) 2014; 5076-52, lead, implanted: (B)(6) 2009. (B)(4).